Event description:
Could not advance filter. "Filter wouldn"t pass the introducer hub junction. The delivery system was removed and replaced to complete filter deployment. No pt injury or complications reported."